Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. An e321 (battery charger timeout) error code was noted in the device history but was not duplicated during testing. Additional during testing, the device battery was found to be swollen. Although the device passed testing, as indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical dept with an unsigned note that indicated alarms malfunction code e321. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an e321 error code was noted and the device battery was found to be swollen. This error occurs when the battery cannot be fully charged within 9 hours. No additional info was provided.